Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device handpiece ceased, the upper trigger was jammed, the reverse locking mechanism jammed, and metal was found on the upper trigger protruding out. It was also noted that the device failed pre-repair diagnostic tests for cannulation, function of the attachment coupling with attachments, reverse locking mechanism assessment, function of soft mode switch (safety system), and the power with test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 21, 2017 on the initial report. It has been updated as mar 10, 2017. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the machine was jammed, the motor was blocked, the gears, bearings and seals were worn out, and the device did not work. It was also noted that the device failed pre-repair diagnostic tests for general condition, attachment coupling function, reverse locking mechanism, air leak, function of soft mode switch (safety system), the triggers for forward/ reverse mode, untrue running, excessive noise, the power with test bench, and starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.